Event description:
It was reported that a continu-flo solution set leaked. Upon further inspection the tubing appeared cut. The event occurred "at the beginning" of an unspecified chemotherapy infusion via an unspecified infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a cut on the tube; however, the location of the damaged or leak could not be identified. Meanwhile, the retention samples were visually and functionally tested and no issues were observed. The reported condition was verified in the photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.